Event description:
Ous MDR - after an implantation time of about 38 months, a suspected lead fracture was reported. Discolorations were detected on the ICD housing. No worsening of the patient's state of health was reported.

Manufacturer narrative:
During the lead analysis, it was found that the insulation at the valve level had been damaged due to friction. In this location, the cable lead to the ring electrode was out of the lead body and exhibited a lead break. This damage is highly likely the cause of the clinical complaint. The friction damage observed showed that the lead had to have been under a severe load for a longer period of time. The position and characteristics of the friction suggest that there were significant mechanical loads imposed on the lead. The ICD memory read out showed a constant impedance trend up to explantation. This allows us to conclude that the lead break damage was very likely due to severe tensile forces during explantation. There is no x-ray imaging or other diagnostic imaging available that would provide information about the locational relationship of the implanted system in the body.